Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical devices: 184513 - vngd ps open por fmrl rt 72.5 - 680820; 183682 - vngd ps tib brg 12x87/91mm mm - 270850. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02046, 0001825034-2021-02049.

Event description:
It was reported that the patient underwent an initial surgery and subsequently, the patient underwent a revision due to loosening of the cement-less femoral vanguard ps component 4 months after implantation. It was also discovered that the tibial component was showing signs of loosening and that there were black spots visible on the pe bearing. Attempts have been made and no further information has been provided.